Event description:
It was reported via phone call that the customer had blood glucose levels of 47mg/dl. Treated with glucose tablets and a banana. The customer stated that they were hospitalized due to infection but experienced high blood glucose levels. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.